Event description:
Dealer stated that the cable pulled out when the e.d. Swung away. There were no flames or smoke that came from that part of the display. No injuries to the end-user.

Manufacturer narrative:
Prod has not been returned for eval.